Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/05/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: e2402 - bladder dysfunction.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device not returned. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Product code and lot # date - time of onset of cellulitis and fecal incontinence from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to the surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer was the mesh placed? (Onlay, retro-muscular, extra peritoneal or intra-abdominal) if applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, what was the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sacrocolpopexy procedure on (B)(6) 2009 and the mesh was implanted. It was reported that the patient experienced cellulitis at laparotomy incision, development of right suprapubic hernia, and worsening fecal incontinence. It was reported that there was a probable relationship to the study device and a probable relationship to primary study procedure. It was also reported that the patient was treated with drug therapy, tvt and sphincterotomy surgery, and pelvic floor physical therapy. The reported outcome was recovered/resolved with sequelae. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/17/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  a5, a6, b4, b7, g2. Additional information provided: medical history includes: uterovaginal prolapse ¿ 1999; hypertension ¿ 2009, hyperlipidemia ¿ 2009, sepsis ¿ 2003, relevant past surgical procedures, hernia repair ¿ 2007, c-section ¿ 1999, non-smoker. Female is of white race, not hispanic/latino ethnicity. Concomitant procedures performed include hysterectomy, myomectomy, oophorectomy patient rarely feels pain during sexual intercourse. Patient¿s post-operative condition is very much better now compared to how it was before the surgery. Patient somewhat experiences a feeling of incomplete bladder emptying. Patient feels that the bowels have not completely emptied at the end of a bowel movement quite a bit. The patient usually loses stool beyond control if the stool is loose. The patient usually loses gas from the rectum beyond control. The patient experiences a strong sense of urgency and has to rush to the bathroom to have a bowel movement quite a bit. The patient moderately experiences frequent urination. The patient moderately experiences urine leakage associated with a feeling of urgency, that is, a strong sensation of needing to go to the bathroom. The patient moderately experiences small amounts of urine leakage (that is, drops). The patient started taking 200 mg diflucan for the cellulitis on (B)(6) 2009 and ended it on (B)(6) 2009. The patient experience acute hematuria and uti on (B)(6) 2016. Associated events associated reported via mw #2210968-2022-00840 and mw #2210968-2022-01905. Product complaint # (B)(4). Date sent to the FDA: 03/17/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information:  b3, d1.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: cellulitis at laparotomy incision end date value "28 sep 2011" has been changed to "25 jun 2009" non-surgical procedure, therapy, or intervention value "yes" has been changed to "no" specify value "pelvic floor physical therapy" has been changed to "blank" surgical procedure, therapy, or intervention value "yes" has been changed to "no" specify value "tvt and sphincterotomy" has been changed to "blank". Adverse event term: development of right suprapubic hernia. Start date value "un apr 2009" has been changed to "un jun 2009". Relationship to study device value "probable" has been changed to "possible". Relationship to primary study procedure value "probable" has been changed to "possible". Severity value "moderate" has been changed to "mild". Adverse event term: worsening fecal incontinence. End date value "11 sep 2011" has been changed to "06 apr 2013". Severity value "mild" has been changed to "moderate".

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/17/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the event of worsening fecal incontinence has been reported as related to the index procedure. (B)(4). Date sent to FDA: 08/17/2022. Corrected information: it was reported that the patient did not undergo pelvic floor physical therapy for the reported development of right suprapubic hernia.